Event description:
A candela clinical manager reported to candela's in-house legal counsel that he received an inquiry about a pt having laser treatment for rosacea/telengectasis and responded with a "loss of volume" in the cheeks.

Manufacturer narrative:
Evaluation is currently ongoing. Awaiting further details for user site and for system information.